Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the machine was frozen on the login screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was frozen on the login screen. The customer rebooted the machine as the machine was offline and the technical support specialist confirmed that the customer was able to login and issue her item successfully. The system functioned as intended after the technical support specialist troubleshooted the device.